Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was having difficulty charging. It was determined that the ipg was too deep. The physician revised the ipg pocket and the patient was able to couple and charge the ipg afterwards.